Event description:
It was reported that the patient underwent a 2 level anterior cervical fusion. It was noticed that the locking mechanism on the bottom level was missing. The plate was implanted without screws at the bottom level. A revision surgery was performed 4 years post op due to pseudoarthrosis at the bottom level. The hardware was removed and a new plate was implanted. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.